Event description:
A physician reported that during an intraocular lens (iol) implant procedure, injector was malfunctioning, injector did not hook the lens and marked it. The procedure was completed with another iol. There was no patient harm. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device with the lens was returned in the opened blister tray in the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-loading area and has underrode the lens. The lens was located in the loading area on top of the plunger. The lens was cleaned with klrp to further evaluate. A light scratch was observed on the posterior optic surface along the travel path of a plunger underride. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause could not be determined for the reported complaint. A plunger underride was observed. The lens was still within the lens loading area. A scratch was observed on the optic posterior surface along the travel path of a plunger underride. This may suggest that the rate of advancement was faster than the IFU recommended rate. Information was provided that the viscoelastic was out of the refrigerator for 10 minutes. It cannot be confirmed that the viscoelastic had come to room temperature prior to use or that the room temperature was within the recommended range. Per the IFU (instructions for use) : use the company pre-loaded delivery system at operating room temperatures between 18° c (64° f) and 23° c (73° f). If the operating room temperature is too cold (less than 18°c/ 64°f: the lens is less tolerant of faster than recommend advancement). Plunger underride may occur: due to rapid advancement faster than the IFU recommended rate. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Information was provided that an "identical" lens was used to complete the surgery. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).